Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, visual inspection revealed cracks on the reservoir tube lip and battery tube threads, and a scratched lcd window.

Event description:
The patient called in to request a replacement insulin pump. The patient stated that he was hospitalized with blood glucose levels greater than 600 mg/dl. The patient declined troubleshooting, and only wanted the unit replaced. Nothing further was reported.